Event description:
It was reported that the patient recently showed an increase in the change of seizure pattern. However, patient has showed some benefit from the vagus nerve stimulator. Good faith attempts to obtain additional information have been unsuccessful. The cause on increase in unknown at this time.